Manufacturer narrative:
B5-additional information: reportedly, a replacement lens was implanted at a later date. Pain persists. Reference file# (B)(4) for replacement lens information. H3-device evaluation: the lens was returned in liquid in a micro-centrifuge vial. There was debris on the lens surface. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 lens, -17.0 diopter into the patient's left (os) eye on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned, the surgeon reporting lens rotation, lens dislocation/subluxation, ciliary pain, lens decentration, tyndall 2+, and double image. Topical steriods were also administered. Repositioning did not resolve the problem. Reportedly, on (B)(6) 2020 the lens was explanted. The cause of the event is reported as unknown, however 1 broken haptic was discovered upon explant which could be a contributing cause.